Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection and microscopic inspection, a black particle was identified in the blood side of the dialyzer. Infrared spectroscopy was performed on the particle; however, no representative spectrum could be recorded. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The reporter found black foreign matter inside the housing of a polyflux 17l dialyzer during priming. There was no patient involvement. No additional information is available.